Manufacturer narrative:
Due to character limit: e1 (event site address) - (B)(6), (telephone) - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave could not be powered on normally prior to use. The patient was not involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they checked the video board (0670-00-1182) and replaced it for the unit to power on normally. Device passed the performance and safety checks according to factory specifications.